Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, he noticed that the haptics were stuck to the optic. The surgeon attempted to free the haptics but had to remove and replace the lens. As a result, there was vitreous loss and some zonular dehiscence occurred. The replacement lens was successfully implanted and the patient is "doing fine". Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/09/2010, 11/10/2010, and 11/22/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).